Manufacturer narrative:
(B)(4). The surgeon experienced much difficulty in turning the 30mm aortic bifurcate main body once positioned in the infrarenal. The collateral marker did not move even when the surgeon turned the device. When the surgeon tried to deploy the device, nothing happened. After various attempts, it was decided to take another main body to avoid additional risks. There was difficulty or resistance encountered while advancing/ tracking the device towards the aneurysm during torque response during positioning of the contralateral markers. There was bending of the device due to tortuosity. The event did cause a clinically relevant increase in the duration of the procedure. The procedure was two hours longer than usual. The difficult placement of the second prosthesis due to a very tortuous anatomy made the contralateral recanalization very complicated. The event did cause a condition that required hospitalization or significant prolongation of existing hospitalization. The patient lost a lot of blood during this intervention and therefore needed a prolongation of their hospitalization. This case was very complex with very tortuous arteries. The infrarenal angulation was slightly more than 60 degrees. The second main body was also difficult to place, but the surgeon succeeded in the placement. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The device did pass through severe tortuosity. Advancing the device was more difficult than usual due to the tortuosity of the anatomy. The device was not torqued while advancing through the sheath or towards the aneurysm. The handle body was not rotated at any time prior to deployment. The cranial graft-edge markers were verified to be below the lowest renal artery aspect prior to deployment. The bifurcate contralateral side marker was not totally aligned with the contralateral iliac artery prior to attempted deployment due to torque response. While deploying the bifurcate, one hand was placed on the nose-cone to steady the device while the handle body was rotated. There was no unusual force applied during deployment of the device. The position of the graft edge markers did not change while rotating the handle body. The procedure was successfully completed without patient injury as another device was used. The product was returned for analysis. A non-sterile unit of product aortic bifurcate 30mm was received for analysis inside of a plastic bag. Per visual analysis the part was blood saturated. During the part evaluation kinked/bent conditions on the outer member distal section were observed. Kinks are located at 13, 25, 30, 32, 34, 36, 37, 40, 42, 44 and 66 cm from the distal end. The tele valve was received unlock that cause a disconnection between outer member proximal and distal section and the outer member proximal section was found fully retracted (on its deployed position). No other damages or anomalies were noted. A product history record (phr) review of lot 17810243 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcate delivery ¿ deployment difficulty - unable¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, it was concluded that this deployment difficulty is related to proximal outer member unlocked condition from the distal outer member of the unit, in consequence, the prosthesis could not be deployed. Handling or procedural factors may have contributed to this issue. The reported ¿bifurcate delivery ¿ kinked/bent in patient¿ was confirmed through analysis of the returned device. Several kinks were observed on the outer member of the distal section. Exact cause of these damages could not be conclusively determined during the analysis. Procedural or handling factors might have contributed to this issue. The reported ¿bifurcate delivery ¿ torquing difficulty¿ was not confirmed through analysis of the returned device, due to the nature of the complaint. Procedural images were not provided for review. Handling and procedural factors and the kinked conditions not during analysis may have contributed to the reported event. The reported ¿bifurcate delivery ¿ tracking difficulty¿ was not confirmed through analysis of the returned device, due to the nature of the complaint. Procedural or handling factors might have contributed to this issue. The reported ¿bleeding¿ was not confirmed through analysis of the returned device, due to the nature of the complaint. According to the safety information in the instructions for use ¿indications for use the incraft stent-graft system is intended for the endovascular treatment of patients with infrarenal abdominal aortic aneurysms with the following characteristics: infrarenal and suprarenal neck angulation = 60°, morphology suitable for aneurysm repair.¿ the following warnings and precautions apply throughout the implant procedure: ensure that the delivery system handle and delivery system sheath are parallel with the patient¿s leg. Excessive angulation where the white handle component meets the delivery system sheath may prevent delivery system sheath retraction. Do not handle the delivery system by the gold handle component since rotation of the gold handle component during positioning may cause premature deployment of the prosthesis. Before deployment ensure that the delivery system is straight and without any slack. Do not torque the delivery system more than 90° without confirming rotational response at the distal end of the device. ¿the device is intended for infrarenal and suprarenal angulation of = 60° therefore this is considered off-label usage. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the surgeon experienced much difficulty to turning the 30mm aortic bifurcate main body once positioned infrarenal. The collateral marker did not move even when the surgeon turned the device. When the surgeon tried to deploy the device, nothing happened. After various attempts, it was decided to take another main body to avoid additional risks. There was difficulty or resistance encountered while advancing/tracking the device towards the aneurysm during torque response during positioning of the contralateral markers. There was bending of the device due to tortuosity. The event did cause a clinically relevant increase in the duration of the procedure. The procedure was 2 hours longer than usual. The difficult placement of the second prothesis due to a very tortuous anatomy made he contralateral recanalization very complicated. The event did cause a condition that required hospitalization or significant prolongation of existing hospitalization. The patient lost a lot of blood during this intervention and therefore needed a prolongation of their hospitalization. This case was very complex with very tortuous arteries. The infrarenal angulation was slightly more than 60 degrees. The second main body was also difficult to place, but the surgeon succeeded in the placement. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The device did pass through severe tortuosity. Advancing the device was more difficult than usual due to the tortuosity of the anatomy. The device was not torqued while advancing through the sheath or towards the aneurysm. The handle body was not rotated at any time prior to deployment. The cranial graft-edge markers were verified to be below the lowest renal artery aspect prior to deployment. The bifurcate contralateral side marker was not totally aligned with the contralateral iliac artery prior to attempted deployment due to torque response. While deploying the bifurcate, one hand was placed on the nose-cone to steady the device while the handle body was rotated. There was no unusual force applied during deployment of the device. The position of the graft edge markers did not change while rotating the handle body. The procedure was successfully completed without patient injury as another device was used.